Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The dentist reported that immediate load and immediate implant procedures were performed. The dentist installed the dental implant after its expiration date. Therefore, its sterility is not ensure.

Event description:
The clinician reported that three months after the dental implant was placed, in intraoral site #12 of the patient¿s mouth, non- osseointegration was observed. 35 ncm of primary stability was achieved. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Pain was reported but there were no further patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that three months after the dental implant was placed, in intraoral site #12 of the patient¿s mouth, non- osseointegration was observed. Thirty five (35) ncm of primary stability was achieved. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Pain was reported but there were no further patient complications.